Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of the connection error and the image noise was confirmed. An additional reportable malfunction of the objective lens glue peeled off was also identified. Based on the results of the investigation, a definitive root cause could not be determined. However, the connection error message e216 and the image noise may have been due to the damaged charge-coupled device unit and the possible broken image sensor unit. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ ·subject event 3: distal end section, the objective lens glue peeled off¿ the subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-10 operation manual ¿important information - please read before use¿ ¿contraindications, warnings, and cautions¿ ¿warning¿ ¿do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had a communication error and no image. The issue occurred during preparation for use on a therapeutic laparoscopic colectomy procedure. The procedure was completed with a similar device with a 3-minute delay reported. There were no reports of patient harm.